Event description:
This lead was not functioning and was explanted due to "threshold high/unstable/unmeasureable."

Manufacturer narrative:
The device was returned to greatbatch medical for eval. However, eval is not yet complete on the device. Once the results of this eval are complete this MDR will be updated.